Event description:
On may 6, 2009, the lay user/patient contacted lifescan alleging the lancet was not retracting on the one touch lancing device. The medical surveillance specialist could not contact the patient to obtain/clarify information. The patient said the issue happened around 11:15 am on the month prior. The patient mentioned experiencing symptoms of "low blood sugar" within an hour after the issue started. The patient did not take any action and did not seek any treatment due to the issue. It would be helpful to known how the patient manages her diabetes and whether she would have done anything differently regarding treatment due to the readings had there been no issue with the lacing device. It would also be helpful to know the patient's specific symptoms. There is no evidence of misuse of the product. This complaint is being reported because the patient alleged she had unspecific symptoms of low blood sugar after the issue with the lancing device began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.